Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
System attempted but not implanted due to pericardium perforation. All leads discarded, pocket closed, and procedure abandoned. Should additional information become available, it will be added to this file.